Event description:
It was reported that after a diagnostic coronary angiogram, arteriotomy closure of the right femoral artery was attempted using a perclose proglide device. Reportedly, as the device was positioned in the tissue tract, it could not be advanced and the arterial flow was not seen through the marker lumen. The device was removed without resistances or any consequences. When the device was removed the distal guide was noted to be bent. A second proglide device was attempted but, although a good hemostasis was performed, it was noted that a little blood escaped. It was unknown if the bleeding was arterial or tissue tract oozing. Manual compression was applied for approximately two minutes for caution. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other perclose proglide device is being filed under a separate medwatch manufacturer report number.

Manufacturer narrative:
(B)(4). It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.